Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer (fse) executed a performance verification carryover test which failed to meet specification. The fse replaced the sample probe, collar wash and collar wash vertical mounting. The root cause of this event appears to be carryover due to hardware.

Event description:
The customer reported that on (B)(6) 2011 erroneous, high triglyceride (tg) results were generated from a unicel dxc 800 synchron system for eighteen patient samples. The results were repeated on another instrument and recovered lower, were regarded as valid, and reported out of the laboratory. The initial, erroneous results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Customer supplied data indicated eighteen patient samples with erroneously high tg results were generated from a unicel dxc 800 synchron system. Upon repeat the results were lower. For two patient samples, the repeat tg results were not distinguishable from the patient supplied printout. Instrument assay level 1 quality control (qc) results failed to meet customer established specification on the day of the event however level 2 and 3 instrument assay qc results met customer established specifications. Instrument calibration assessments met established specifications prior to the event, however demonstrated a lower than normal calibration factor. The samples were serum samples. No additional sample handling/collection information was provided by the customer.